Event description:
The user reported that a micropaq patient monitor continued to display a waveform after the patient had been disconnected from the ECG leads. The user also reported that this micropaq monitor was connected to an acuity central station, but the waveform displayed on the micropaq was different from the one displayed at the acuity central station.

Manufacturer narrative:
We have received the device, but have not yet completed our investigation.